Manufacturer narrative:
(B)(4). The sample was not provided so an evaluation was performed based only on the limited information available. Conclusions specific to this case are indeterminate without the returned product or providing photos of the instrument. Manufacturer suggests that the warnings in the IFU would create a fire hazard if placed on flammable materials and therefore by extension should be considered a risk for burn if the practitioner places the device on the skin of anyone, including patient. IFU references which bear this out include these two, and the second to the type of attached instrument which was not explained in this complaint: fire hazard: never drape or cover the end of any fiber optic cable with anything flammable. Light loss and warmer than normal instrument temperatures may be encountered if using a light source fiber optic cable with a larger aperture or bundle diameter than the instruments receiving aperture or bundle diameter. The instrument was probably not used in accordance with product warnings regarding burn risk as stated in the IFU; without returned product or photo, condition of cable is indeterminate. User should understand warnings contained in the IFU. No fault determinable in the device. There have been no issues identified with the material or manufacturing process. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.

Manufacturer narrative:
(B)(4). On 27apr2017 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Sales rep reported via email: customer was using our fiber optic deaver retractor and fiber optic cable this morning and a patient was burned at the connection of the retractor and cable. She did say that the retractor was set down on the patient and a burn occurred. Multiple product codes reported and captured in additional records, cfn-2017-1317 and cfn-2017-1318. No further information available.